Manufacturer narrative:
The customer¿s complaint of an over infusion was not reproduced. Log analysis results: the customer reported an event date of 11 february 2021 at 1:12 pm review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 7:47 am on (B)(6) 2021. On 11 february 2021 at 12:02 pm, the suspect device received a remote IV for heparin (25000 unit/250 ml; drugid=356) to infuse at a rate of 17.64 ml/hr (dose= 12 unit/kg/hr; vtbi= 250 ml). At 1:12 pm, the suspect device was channeled off. Pvi= 20.4 ml. Functional testing was performed on the returned administration set. No anomalies were observed. The root cause of the customer¿s complaint of an over infusion was not identified. Device history review: lvp (B)(6). A review of the device history record showed the device had a manufacture date of 03/06/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an overinfusion of heparin occurred, when the clinician noticed an unexpectedly low volume of medication left in the bag (25000 units/250 ml). On (B)(6) 2021 at 1202, a new bag of heparin was hung and started as primary infusion at a rate of 12 units/kg/hr (17.6ml/hr). The nurse went in to check on the patient for hourly rounds and noticed at 1312 that there was only a small amount of heparin left in the medication bag. Rate/dose was verified by several nurses and all appeared to be working appropriately. The heparin infusion was immediately stopped, the provider was notified, and the additional ptts were drawn until lab value returned to normal level. It was initially > 180, however within 3 hours was down to 58. There was no treatment given to counteract the event, and no harm to the patient.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient is an adult. Although requested, were not provided.

Event description:
It was reported that an overinfusion of heparin occurred, when the clinician noticed an unexpectedly low volume of medication left in the bag (25000 units/250 ml). On (B)(6) 2021 at 1202, a new bag of heparin was hung and started as primary infusion at a rate of 12 units/kg/hr (17.6ml/hr). The nurse went in to check on the patient for hourly rounds and noticed at 1312 that there was only a small amount of heparin left in the medication bag. Rate/dose was verified by several nurses and all appeared to be working appropriately. The heparin infusion was immediately stopped, the provider was notified, and the additional ptts were drawn until lab value returned to normal level. It was initially > 180, however within 3 hours was down to 58. There was no treatment given to counteract the event, and no harm to the patient.